Event description:
I used aligners from the (B)(6) and it caused recession of gum at tooth #25 area...very painful and now, I will have to have treatments to repair the gum. FDA safety report ID # (B)(4).